Event description:
It was was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material was unable to determined and it was unknown if the device was reprocessed according to the IFU. Therefore, a definitive root cause of foreign material in the scope could not be determined. This event detectable and preventable by following the instructions for use which states: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.